Event description:
I had a hip implant done on my left hip in 2003. For some reason the pain in my hip is getting worse. It started between 2008 and present time and has gotten more painful with time. I have tried to go swimming and doing things that I was told to try to make the pain go away but it isn't and now I do not have medical insurance and I am not able to seek full time work due to the pain in my hips now. I tried to go see the doctor, who did the implant for me, who was (B)(6) and he wants payment to see him which I cannot afford nor have the means to pay so he really won't help me. The few times I've gone in and begged him to see me he tells me that my hip is fine and that I should go see a back doctor. I know it's not my back that is causing the pain and that it is feeling about like it was when I went to my doctor in 2003 and he said I needed a replacement hip and so I had it done. Well now that pain is back in my hip again and I cannot do things physical for any amount of time which means being on my feet without the pain getting so bad I have to sit and get off my feet and try to relax to get the pain to go away. So I come to you in hopes that something can be done for me about this hip implant I had done. Something is just not right with it and it is getting worse not better and it seems that I am getting treated like I'm just a hypochondriac if I spelled that correctly and I really am not. I enjoy my activities. I have chosen in my life golf, skiing, softball, fishing and camping and riding my mountain bike and I am not able to do any of it now due to the pain I get, so please look into the hip replacement. I had depuy johnson and johnson pinnacle metal on metal that I had received and see if there is a reason for my pain or if there is a problem I can address with it and get it corrected so that I may be able to work and enjoy the activities that mean a lot to me. I'm too young to give up on life and it seems that is where I'm heading. Please help me. Thank you, (B)(6). Reason for use: was told my hip was bone on bone and that I need a...